Manufacturer narrative:
(B)(4). Device was not implanted or explanted. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgeon visit, the synthes representative was given a bag containing two (2) bme implants and an insertion stick that the doctor had an issue with. The specific issue that the doctor had with the implants and stick is not clear. This report is for one (1) speedtitan compression implant kit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Report could not be submitted on time (on or before (B)(6) 2017) due to the FDA electronic gateway system being unavailable. It became available on (B)(6) 2017. Additional patient ID: (B)(6). Manufacturing evaluation was completed. Two se-1515ti and a broken 15mm inserter were received in a biohazard bag. Visual inspection showed implants appeared not to be in their closed configuration. Dimensional inspection was performed to verify they were within specified manufacturing dimensions. Implants showed to be "too open" for the keyence (digital inspection system) machine to read them, confirming they were not in their closed configuration. Compression testing was performed. Implants presented compression forces below the average force documented for this size of implant. All implants were 100% inspected during production, meaning the implants implicated in this complaint had already passed dimensional inspection. After inspection, implants are released to inventory and then transferred to production for the final assembly process. During assembly process, implants are cooled down and spread to be loaded onto the insertion sticks. If implants are over-expanded during this process there is the possibility that they do not recover their original shape (closed configuration). After being loaded, insertion sticks keep the implants in their open position, masking if the implant has been over-spread during assembly. Thus, it was concluded that the probable root cause for this complaint is over-spread of the implants during the assembly process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the incident occurred intraoperative on (B)(6) 2017. The surgeon felt as though they didn't hold compression like he thought they would. There was a 15-minutes surgical delay and the surgery was reported as being completed successfully.